Event description:
It was reported that a dexcom g7 sensor lost connection with the ilet following a supply change, and the agent instructed the user to toggle sensors and reenter the pairing code while placing the ilet into pairing mode. Symptoms included no alerts or alarms and loss of sensor communication. Outcomes included temporary interruption of cgm data to the ilet. Investigation included customer-service guided troubleshooting and user education. Investigation of this case revealed that the issue was consistent with a pairing and connectivity problem between the cgm sensor and the ilet. It was concluded that the event was related to cgm-to-controller communication and that continued monitoring after re-pairing was warranted.